Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to misuse, as the handles were designed to seat against the bottom of the cylinder at the bottom of the threads. Other possible causes may include levering the attached inserter handle while attempting to reposition the trial component and/or excessive impaction force, and/or not inspected for wear and disfigurement and prior to surgery, which may have prevented the use of the instrument and its failure. Further investigation has been initiated to address the reported issue.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2015. During the procedure, the tip of the inserter fractured while impacting the acetabular cup. The fractured tip remains in the patient. A face plate impactor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.